Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately low compared to another meter (unknown brand). The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began at an unspecified date and time when she first started using subject meter. The patient reported obtaining blood glucose readings of "115 mg/dl" with the subject meter and "350 mg/dl" on another device, performed within 30 minutes of each other. The patient informed the cca that she manages her diabetes with insulin (type not reported) and metformin medication. The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. During the call, the patient reported developing "high blood sugar" on different occasions as a result of the alleged issue and claimed that on (B)(6) 2020 she developed symptoms of "shakiness and feeling lethargic. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was unable to confirm if the correct testing technique was being followed or if the test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.